Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the morning of (B)(6) 2019 the user attempted to test and the device would not power on. The user took the device to the chemist who replaced the batteries. The device would still not power on. Later that evening, around midnight, the user experienced elevated blood glucose symptoms of dry lips and severe headaches. The user called an ambulance, the ambulance arrived within 10 minutes and received a blood glucose result of 32.0 mmol/l. The type of treatment the emt's provided was unknown. The user was transported to the hospital. After 30 minutes, the user received a blood glucose result of 33.0 mmol/l. The user was admitted into the hospital and treated for hyperglycemia. The type of treatment given was not provided. The patient was discharged from the hospital on (B)(6) 2019.